Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shock lead impedance measurement greater than 125 ohms which was detected via the patient¿s remote monitoring system. Attempts to obtain additional information were unsuccessful. At this time, the lead remains in service. No adverse patient effects were reported.